Event description:
It was reported that the patient heard a pop when inflating this inflatable penile prosthesis (ipp) and it stopped working. The device was explanted, and a hole was identified in the cylinder. All the components were replaced. No patient complications were reported.